Event description:
Allergan aesthetics received a report of a patient treated flanks and abdomen with coolsculpting developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2021 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/23/2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to full abdomen and flanks, and on (B)(6) 2017 to upper and lower abdomen areas using the cooladvantage, coolcurve+, coolmax, and coolfit advantage system applicators. Ph (paradoxical hyperplasia) is confirmed in full abdomen and flanks. Corrective liposuction to the abdomen and flanks of 1100cc was performed in (B)(6) 2021.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the upper and mid abdomen and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.